Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection the lead was returned with a bent stylet stuck in the lead, dried blood/tissue was present around the helix, the insultation was torn around the circumference of the lead approximately 17 millimeters (mm) from the terminal pin, at this location the anode coil was pulled to the point of a break at the terminal assembly/anode coil weld. Resistance testing found the lead was not electrically continuous due to the observed break. A helix mechanism test could not be performed due to the dried blood/tissue around the helix as well as the lead body damage. Visual inspection showed the lead tip/helix appeared normal with no damage or deformation. Laboratory analysis confirmed the reported observations and concluded the helix retraction difficulty was a result of the dried blood/tissue around the helix and break.

Event description:
It was reported that during implant of this right ventricular (rv) lead, the helix was extended and then was attempted to be retracted, however, the helix would not retract. The lead was then removed and the procedure was completed with the use of another lead. This lead was attempted, but not implanted. No adverse patient effects were reported. The product has been received for analysis.